Event description:
It was reported that a blood transfusion set leaked. The reporter stated that the leak was from the junction of the luer lock. There was patient involvement, however, there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not received; however, a photograph of the device was received for evaluation. Visual inspection of the photograph did not reveal any evidence of a leak. A retained sample was also visually inspected with no issues noted. Leak testing was performed on the retained sample, and no leak or separation were detected. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.